Event description:
During a flight, the patient encountered a message indicating a change in altitude. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting for the reported issue, leading technical support to document the issue and close the case without taking any additional action. No further information about the outcome of the event was provided.